Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller stated that the electrophysiologist (ep) performed device reprogramming to resolve the issue. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient is very sick, appears to be in sinus tachycardia and received anti-tachycardia pacing (atp) therapy and several shocks. A review of the strips noted that shock therapy was exhausted in the ventricular tachycardia (vt) zone. No adverse patient effects were reported.